Event description:
The patient was on a daily plavix regimen of 75 mg and the day before the index procedure the patient received a 300 mg loading dose of plavix. Four days post index procedure, the patient was admitted in cardiac arrest following 30 minutes of chest pain while at home. The patient was in ventricular fibrillation and a precordial thump and 200 j shock resulted in asystole. CPR was continued and patient was treated with atropine and epinephrine. The patient was noted to be in pulseless electrical activity. The decision was made to terminate CPR after no response to additional epinephrine. The pt was pronounced dead. An autopsy was performed 5 days later. There was a "fresh thrombus occluding the left anterior descending coronary arter" within the stent. The right coronary artery and the circumflex coronary artery showed "near complete occlusion with only a residual pin hole lumen". Per autopsy report, the primary cause of death was coronary artery stent thrombosis. In the opinion of the physician there was a highly probable relationship between the taxus stent and the event.

Event description:
Same case as MDR 6000089-2005-01529. It was reported that four days a coronary artery drug eluting stenting treatment procedure the pt expired from cardiac arrest. The pt was enrolled into the syntax study on the date of the index procedure, and was allocated to the percutaneous coronary intervention registry group. There is no information provided regarding the pt's pci medications. The index procedure treated the left main, the proximal lad, and the proximal circumflex. They were assessed as a type d bifurcation, and the lesions were heavily calcified. V stenting: kissing stents/gun-barrel technique was performed. The main vessel, left main, was treated with a 2.75 x 20 mm taxus express stent. A side branch, proximal lad was treated with a 2.5 x 16 mm taxus express stent. An attempt was made to implant a taxus express stent in a second side branch, proximal circumflex; however, it was not possible to cross the lesion with a taxus stent and the lesion was treated with a 2.5 x 24 mm medtronic microdriver commercial stent. The stents were post dilated using the kissing balloons technique. Final residual stenosis in the main vessel and side branch was less than or equal to 30%. The pt was discharged home three days post index procedure receiving ace inhibitors, asa statins, and thienpyradine antiplatelet medication. The pt expired four days post index procedure from cardiac arrest. An autopsy performed revealed that the pt presented thrombosis within the stent in the left main and complete occlusion of the left anterior descending (lad) artery. In addition there was widespread critical narrowing of both circumflex and right coronary arteries. The cause of death was determined to be coronary artery stent thrombosis, and coronary artery atheroma.